Event description:
When using medichoice operation room towel to blot leg dry after applying the sterile prep, blue lint noted on patient's leg after removing towel. Leg prepped again, and lint that was visible was removed.